Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It has been reported via trial that the index procedure was performed in late 2007 with one xience v stent implanted in the mid rca. (Predilatation prior to stenting). The pt had been experiencing chest pain-angina, lightheadedness; nausea and shortness of breath for a history of 1-2 weeks. The pt presented to the emergency room in early 2009 and transferred for cath and had angioplasty/stent to rca. The new lesion treated was proximal to the treated index stent up to ostium. On the next day, 10% in-stent restenosis also noted in the previously implanted xience v stent, which was treated with another company's des stent. No additional event or pt info is available.